Event description:
It was reported that while performing manual labor at work, the patient experienced a blood glucose of 50 mg/dL and was advised to pause or disconnect the infusion set during physical labor; the patient treated the event with oral glucose. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included transient low glucose that was self-treated without medical intervention. Investigation included troubleshooting and education on exercise-related pump management. Investigation of this case revealed user technique related to not disconnecting the infusion set during strenuous activity contributed to the hypoglycemic event; no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with exercise without adjusting insulin delivery.

Manufacturer narrative:
Initial.